Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions, h10, and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on medical record provided. Available information suggests patient factors (pre-existing comorbidities) likely contributed to the event as patient has medical history of hyperlipidemia (hld), diabetes mellitus (dm2), chronic kidney disease (ckd iii). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by implant patient registry, approximately 1 year, 4 months post transfemoral tavr procedure with a 20mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review findings, sections g6, h2, b5, b7 h6: clinical code, device code, type of investigation, investigation findings, investigation conclusion codes. Investigation is still ongoing.

Event description:
As reported by implant patient registry, approximately 1 year, 4 months post transfemoral tavr procedure with a 20mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted. Upon review of the medical records received, a review of the pathology report of the explanted tavr revealed a fibrous valve with extensive calcified plaque. The patient had endorsed intermittent cp and sob. The codes will be updated to calcification. To note, on (B)(6) 2025, the patient presented with an nstemi. A lhc revealed multivessel coronary disease. The patient was stabilized and worked up for CABG and avr given ongoing concern for severe bioprosthetic as (ava ' cont equ of 0.58 cm2, aov vmax 3.95 m/sec, avmg of 38 mmhg & di 0.26). On (B)(6) 2025, the patient underwent CABG x4, extensive endarterectomy of aortic root with aortic root enlargement and avr. Despite aggressive medical management, hypotension ensued with noted possible vasoplegic syndrome and methylene blue was administration. The patient developed cardiogenic and vasodilatory shock, lactic acidosis secondary to probable gut ischemia, an increase in vasopressor requirement and rv/lv failure. ECMO cannulation was unsuccessful despite multiple attempts due to pad/poor access. Despite excellent CPR and acls maneuvers, the patient passed away. While the patient had multiple co-morbidities that likely caused or contributed to their death, the medical records discharge diagnoses outlined the tavr disease progression as a contributing factor.

Manufacturer narrative:
A supplemental MDR is being submitted due to file review correction findings, sections g6, h2, b1, b2, b5, h1, h6: impact code. Investigation is still ongoing.

Event description:
As reported by implant patient registry, approximately 1 year, 4 months post transfemoral tavr procedure with a 20mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted. Upon review of the medical records received, a review of the pathology report of the explanted tavr revealed a fibrous valve with extensive calcified plaque. The patient had endorsed intermittent cp and sob. To note, on (B)(6) 2025, the patient presented with an nstemi. A lhc revealed multivessel coronary disease. The patient was stabilized and worked up for CABG and avr given ongoing concern for severe bioprosthetic as (ava ' cont equ of 0.58 cm2, aov vmax 3.95 m/sec, avmg of 38 mmhg & di 0.26). On (B)(6) 2025, the patient underwent CABG x4, extensive endarterectomy of aortic root with aortic root enlargement and avr. Despite aggressive medical management, hypotension ensued with noted possible vasoplegic syndrome and methylene blue was administration. The patient developed cardiogenic and vasodilatory shock, lactic acidosis secondary to probable gut ischemia, an increase in vasopressor requirement and rv/lv failure. ECMO cannulation was unsuccessful despite multiple attempts due to pad/poor access. Despite excellent CPR and acls maneuvers, the patient passed away. While the patient had multiple co-morbidities that likely caused or contributed to their death, the medical records discharge diagnoses outlined the tavr disease progression as a contributing factor.